Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulation started to bother her at 1.3v in (B)(6) 2015. The device barely helped with her symptoms since (B)(6) 2014. The patient was at 1.3v at the time of this report and wanted to lower it at night as it bothered her at the 1.3 setting. The patient was instructed on how to lower it to 1.2v. The device reportedly barely helped with the patient's frequency problem. The patient did not have 50% or greater symptom relief. The event cause was determined to be overactive bladder including urgency, frequency, and extreme incontinence. It was device related and reprogramming was needed. The patient was reprogrammed several times. The patient was reportedly very uncomfortable in phase 3. The patient was lowered to 1.5 and began pelvic floor rehabilitation. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient felt stimulation. The symptoms reported were urgency and frequency. The patient never had therapy results. It was further reported that the patient did notice improvement of therapeutic effect on program 1 at 1.5 volts but would like to see if she could get even more improvement. They would like to change to another program. The patient confirmed that she could comfortably feel the stim sensation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had a loss of therapeutic effect. She was on program 3 at 1.3. Patient service had her increase stimulation to 1.9 volts. She doesn't think her stimulator was working. The patient states that gradually her symptoms had worsened. This had been going on for 3-4 months. The morning of reported event date the patient states that between 3 and 6 am, she got up 7 or 8 times to use the restroom. Her stimulator did help the patient for the first few weeks.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports a loss of therapeutic effect. The patient reports an overstimulation sensation at night. It made their leg ache. The event or symptoms occurred after healthcare provider adjusted the stimulation last thursday. Patient indicates the ins (stimulator) was adjusted because it was not managing their symptoms. Patient indicates they were going every couple of hours, anywhere from 9 to 17 times/day. The adjustment had helped the symptoms. Patient asked for assistance decreasing the stimulation. The patient was on program 3 at 1.40 and decreased to 1.20. Patient will see if this setting was more comfortable tonight and monitor how their symptoms were being managed. Patient will call back if they need more assistance in decreasing the stimulation more or increasing to 1.30 since 1.4 was too strong at night. The patient called back a couple of days later and wanted to turn up the stimulation. Yesterday, she changed the program to 3 at 1.2 volts and it's too low she would like to turn up the stimulation she had it on 1.4 volts. It was too high. Caller states she would like to turn it to 1.3 volts to see if it will work better.

Event description:
It was reported that the patient was newly implanted and has a lot of questions. She was feeling more vibration or stimulation until saturday and all of a sudden on saturday she does not feel stimulation as strong and as often. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0pab2, implanted: 2014 (B)(6); product type lead. (B)(4).